Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius customer service that a box of delflex was leaking. During follow up, the patient stated that during their clinic visit on wednesday (B)(6)2020 the nurse found that the patient was developing symptoms of peritonitis and asked the patient to come back to the clinic on thursday (B)(6)2020. When the patient returned to the clinic on (B)(6)2020 they had developed peritonitis and were sent to the hospital. The patient was hospitalized from thursday (B)(6)2020 until monday evening (B)(6)2020. The patient stated that they would no longer be doing peritoneal dialysis therapy and would be switching to hemodialysis until further notice. The patient stated that all the boxes that they received from their delivery 10/28/2020 would be picked up on 11/20/2020 and returned to the distribution center. The patient stated that they would hold on to the box that was wet until their supplies are picked up 11/20/2020. Upon, further follow up it was discovered that the patient was diagnosed with a severe exit site infection and peritonitis utilizing manual pd solutions. The peritoneal dialysis registered nurse (pdrn) stated the patient presented to the outpatient dialysis clinic on (B)(6)2020 with abdominal pain and cloudy effluent fluid. The patient was sent to the emergency room (ER) and was subsequently admitted for peritonitis. The pdrn stated the patient developed a severe pd catheter (not a fresenius product) exit site infection of unknown origin, which led to the patient contracting peritonitis. The patient's pd catheter was surgically removed on (B)(6)2020, and a permanent hemodialysis (hd) tunneled catheter was surgically placed. The patient was discharged on (B)(6)2020 and began outpatient hd therapy on (B)(6)2020. It is unknown at this time if the patient's transition will be permanent. As of (B)(6)2020, the patient was training and learning continuous ambulatory pd (capd) therapy. The patient had received a liberty select cycler and supplies; however, he had not begun utilizing the device or products. The patient was not trained on how to perform continuous cyclic pd (ccpd) and had only undergone two capd treatments at the clinic. Therefore, the pdrn stated the events were unrelated to the patient's utilization of any fresenius (cycler based) product(s) and/or device(s). The patient is recovering from the events and is tolerating outpatient hd without issue. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).